Manufacturer narrative:
Investigation pending. No additional information available at this time.

Event description:
It was reported that the surgeon was preparing the femur for a hip stem for use in a hemiarthroplasty due to a hip fracture. After broaching the femur, the surgeon advanced the calcar planer attached to a reamer over the post of the broach. Upon planing the bone, the instrument cracked the medial calcar from the osteotomy site down to the lesser trochanter. Since the crack was non displaced, the surgeon chose to implant a stem without the use of a cable.